Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) has experienced mechanical issues with the device, as the pump bulb remains compressed, requiring full deflation and valve re-setting. Issues were noted during the second post-operative appointment. It was stated that the physician has been unable to answer pump related questions, therefore, they have requested support from a representative. The patient has spoken with the field representative, it was believed that the issue is related to a pump valve anomaly, which enables pumping without actual device inflation. A clinical evaluation was performed and no pump anomaly was identified. No patient complications were reported.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced mechanical issues with the device. The pump bulb remains compressed, requiring full deflation and valve re-setting. Issues were noted during the second post-operative appointment. The physician has been unable to answer pump related questions, therefore, the patient has already spoke with a field represenative. It is believed that the issue is related to a pump valve anomaly, which enables pumping without actual device inflation. A clinical appointment is scheduled for the end of the year. No patient complications were reported.